Event description:
The customer states that she was hospitalized due to a low blood glucose level. She states that she was given glucogone in the ambulance. Her aunt woke her because she was having a seizure in her sleep. Then her aunt called the paramedics. The customer's blood glucose was 56mg/dl, and her sensor glucose was 106mg/dl when she was admitted into the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.